Event description:
This report is #1 of 3 for complaint (B)(4).

Event description:
Patient was implanted with 8-hole lcp plate and screw construct for a right femur fracture on an unknown date. On an unknown date, the plate broke on approximately the third hole of the proximal shaft. Patient also had a non-union, and an unknown number of screws were reported as broken, the heads came off. It is reported that all fragments were retrieved. The total number of explanted screws is unknown. Patient was revised with an 8-hole va lcp plate and an unknown number of screws. The patient also had a dhs which is healed and remains implanted. The surgery reportedly went well. This report is for an unknown plate. This is 1 of 3 reports for this event.

Manufacturer narrative:
Date of event was reported as (B)(6) 2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age: (B)(6). Dob: (B)(6) 1992. Patient weight: (B)(6) . Implant date: (B)(6) 2011.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional codes not previously reported: hty, jdw. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp curved condylar plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Part received with numerous surface scratches as well as some more severe scratches on the top surface of the plate. Inspection of shaft holes two through four it was noticed that the threads were discolored, deformed and containing debris. Part broke through the threaded portion of the third shaft hole. Dimensions that could be taken met specification.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Product event evaluation revealed the plate and screws failed in fatigue and are consistent with the location of non-unions of the distal femur.